Event description:
It was reported that surgeon had the actual femur, universal baseplate and patella cemented onto patient bone. In addition, the trial insert listed above was left in patient while cement dried. When surgeon went to remove the trial insert, he snapped off two pieces. The pieces were recovered from the patient. The doctor proceeded to washout the area of debris and implanted the true triathalon insert. The patient outcome was normal and the procedure continued as usual.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding fin fracture involving a triathlon modified insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. The fracture and impressions on the rails of the modified hollow ps tibial insert trial occurred from repeated contact with hard metal objects. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon had the actual femur, universal baseplate and patella cemented onto patient bone. In addition, the trial insert listed above was left in patient while cement dried. When surgeon went to remove the trial insert, he snapped off two pieces. The pieces were recovered from the patient. The doctor proceeded to washout the area of debris and implanted the true triathalon insert. The patient outcome was normal and the procedure continued as usual.